Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, (B)(4), frazr suctn instr c/w contrl vent & obtu was being used on approximately (B)(6) 2022 and "the item broken during the surgery¿. There was no impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. After further assessment it was found that ¿during the surgery the cannula broke into the patient nose. The grip remained to the surgeon and the cannula in the patient nose and after it fall down.¿ the fragments were retrieved. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, 0033080, frazr suctn instr c/w contrl vent & obtu was being used on approximately (B)(6) 2022 and "the item broken during the surgery¿. There was no impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. After further assessment it was found that ¿during the surgery the cannula broke into the patient nose. The grip remained to the surgeon and the cannula in the "patient" nose and after it fall down.¿ the fragments were retrieved. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Performed a visual inspection, both devices came back with the shafts broken. Performed a functional inspection, the devices are extremely fragile and flexible. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: this suction device is indicated for use only by persons trained in suctioning procedures. This instrument is indicated for use in procedures where fine, delicate suctioning is required versus the general suctioning indicated in larger open procedures where the yankauer or poole is used. Aluminum or steel shaft is malleable, which, with obturator in place, can be easily shaped and contoured to meet a variety of clinical applications. Once shaft is shaped to clinician¿s preference, obturator must be removed before suctioning. Open thumb vent allows the clinician to better control suctioning by varying the rate or pressure of suctioning. This issue will continue to be monitored through the complaint system to assure patient safety.